Event description:
A medtronic (B)(4) representative reported the site's awl probe tap (apt) drive would come apart while in use. This had no impact on the pt and the surgeon didn't discontinue the use of navigation.

Manufacturer narrative:
The site chose not to provide pt demographic. The suspected device has been received by the MFR and is currently under engineering analysis.